Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the sulu did not fire completely and staples did not form properly. Surgery time extension was reported as one hour due to this problem.